Event description:
It was reported that the arctic sun device did not cool. Per review of wo on 25oct2022, there was no patient involvement.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed chiller unit. The device was evaluated upon receipt. Device does not cool. All the pumps the thermal resistance, and the drain valves were replaced but the failure continues. Further diagnosis indicates compressor failure. Customer decline repair. The device did not meet specifications, and was influenced by the reported failure. The device was not in use on a patient. A DHR is not required as the device has undergone previous servicing and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text: the actual/suspected device was evaluated.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device did not cool. Per review of wo on (B)(6) 2022, there was no patient involvement.